Manufacturer narrative:
An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The exact date on which the incident occurred is unknown. The date entered in section b3 is based on the customer report "2-3 weeks ago." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) blood glucose meter. The customer reported the meter would not power on with a button press or test strip insertion, and as a result, the customer experienced unspecified hyperglycemia symptoms and was unable to self-treat. The customer went to the hospital, where they were provided with an unspecified dose of insulin by the healthcare professional for the diagnosis of hyperglycemia. The customer was then admitted overnight. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) blood glucose meter. The customer reported the meter would not power on with a button press or test strip insertion, and as a result, the customer experienced unspecified hyperglycemia symptoms and was unable to self-treat. The customer went to the hospital, where they were provided with an unspecified dose of insulin by the healthcare professional for the diagnosis of hyperglycemia. The customer was then admitted overnight. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection on the returned reader and damaged pins of the usb port was observed. Damage observed to the reader's usb port is not affecting to reader ability to charge and connecting to pc. Reader powered on with button depression. Blank screen was not observed. The complaint was not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.